Manufacturer narrative:
Other relevant device(s) are: product ID: ev olutpro-29-us, serial/lot #: (B)(4), ubd: 26-mar-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs will not be returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was pulled from the annulus before full release from the paddle pocket of the delivery catheter system (dcs). Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.